Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure myocardial infarction (mi) occurred. The target lesion was located in the left anterior descending (lad) artery. The vessel reference diameter was 2.7mm and lesion length was 25mm. Pre-procedure was 100% stenosis and post-procedure was 0% stenosis. Direct stenting was not attempted. A 2.75x28mm liberte stent was implanted. Post-procedure the patient experienced a mi. An anterior wall mi was target vessel related and rise in cardiac markers was observed. No EKG changes were appreciated. The patient was on clopidogrel and asa at the moment of the mi. The patient was discharged 5 days later without angina or silent ischemia. Discharge medication included aspirin 100mg daily/indefinitely and clopidogrel 75mg for 6 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product not returned for analysis.